Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure in the right atrium, no capture issue was observed on the lead. The p-waves and lead impedance was within normal range. Physician attempted to reposition the lead several times however was unsuccessful. Lead was explanted and a new lead was implanted. The new lead had a viable position with good capture, p-waves and lead impedance values. Patient was stable.

Manufacturer narrative:
The reported event of intermittent capture, undersensing, impedance anomaly, and clavicular crush were not confirmed. As received, the atrial lead was returned in one piece measuring 46.5 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
New information received stated that during the attempted implant, the atrial lead also exhibited intermittent loss of capture, undersensing, impedance anomaly, and clavicular crush issue.